Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing sound quality issues and open electrodes. Programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed broken electrode wires at the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The scanning electron microscopy analysis confirmed multiple electrode breaks. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the open electrodes measured and poor sound quality reported. A CAPA was implemented. This is the final report.